Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). After the complaint was received, natus reached out to the customer asking for additional information regarding the occurrence. The customer stated the device made a noise then smoke came out of the device. They stated the device did not flame. Reviewed the device history records and no anomalies were observed. No related capas. The base unit was delivered to depot repair for evaluation. Per ebs depot repair notes, c128 on the pca/emg main (p/n: 512-410200) was shorted and smoked. Depot repair replaced the c128 in the audio speaker section and the edx base functions. Depot repair suspects customer took base apart as it's missing 2 bottom right cover screws, and 2 board screws are loose inside, and the front label is damaged. Also noted from engineering this is a 940v part so no fame would occur. Ebs shows a diagnostic code of "electronic failure."

Event description:
Part 515-015300 edx base unit - the customer reported that the base unit is not working. A capacitor blew on one of the boards and it caught fire. No injuries reported.

Event description:
Part 515-015300 edx base unit - the customer reported that the base unit is not working. A capacitor blew on one of the boards and it caught fire. No injuries reported.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The technologist was completing a set of ncs tests and when the test was done, the edx base unit started generating a "clicking" sound, accompanied by two flashing indicator lights. The technologist then smelled a burning smell and saw smoke coming out of the unit. The technologist was able to shut off the machine in time and prevent the fire from escalating. Risk review: (B)(4) rev 36 emg/ iom middleton products risk assessment spreadsheet hazard ID 2.2. Cause - electronic component short-circuits or malfunctions in a way which causes flame/ fire. Effect (harm) - fire smoke inhalation, second degree burns, third degree burns. Residual risk: medium. Installation date: (B)(6) september 23, 2022. The base unit is used with the nicolet edx system (s/n: (B)(6)). Further investigation to be carried out.